Manufacturer narrative:
This report is being supplemented to provide additional information based on device return status. Per the report, service repair informed customer regarding the outcome of the device inspection. Based on communication with the customer, the end customer rejected the repair and the product was scrapped. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that due to physical damage of the device, reprocessing was insufficient. The instruction manual of cyf-5 describes the reprocessing methods in the following chapters which may have prevented the event: chapter "reprocessing workflow for endoscopes and accessories." Chapter "reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented based on device return evaluation and olympus third party hygiene microbiological investigation (hmi) results . Sampling result date : 1st sampling 25/7/23 and second sampling 18 / 08 / 2023 the hmi sampling shows a non conform result to french regulation. Device hmi results , tested positive for gram positive bacteria 1 cfu/endoscope, 2 cfu/100ml ( first sampling). Device hmi results , tested positive for gram positive bacteria 2 cfu/endoscope, 3 cfu/100ml ( second sampling). After a second microbio sampling including complete cds treatment in between, product still contaminated - hmi microbiological results non conform after a visual check , scratches inside the k-mount and biopsy channel was observed. Service repair suggested to replace the k-mount and ns unit, and perform a new microbio sampling after end of the repair. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The customer hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (all channels) tested positive with the following: 9 cfu/endoscope, 10 cfu/100 ml of bacillus spp. Mesophiles, staphylococcus coagulase negative ,micrococcaceae and filamentous fungi. The olympus subsidiary third party hmi results and device evaluation results are not yet available investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The customer then left the device to the olympus france (ofr) french olympus subsidiary for hygiene microbiological investigation (hmi) for further investigation. No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.